Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00993 and 2134265-2018-00789. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, it was noted that the ilab ultrasound imaging system was unable to perform automatic pullback. Moreover, ultrasound imaging system was able to operate using the motor drive 5 plus but unable to operate using the touch screen control panel. No patient complications were reported.